Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that the nebulizer leaks medication at the threaded base/cap at the seam. Alleged incident occurred during patient use. No patient injury reported.